Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed with vent inop and the screen is black. This occurred on a patient. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Attempts have been made to obtain patient information with no response. If additional information is received, a follow up report will be sent.